Manufacturer narrative:
The reported event of failure to advance stylet was confirmed. As received, a complete lead was returned with the helix found retracted and clogged with blood/tissue. The stylet used in the field was not returned with the lead. X-ray examination found the inner coil inside the connector region was overtorqued consistent with procedural damage. Unable to perform stylet insertion test due to the overtorqued inner coil inside the connector region. The cause of the reported event was isolated to the overtorqued inner coil inside the connector region consistent with procedural damage. Electrical testing was normal.

Event description:
It was reported that the patient presented for an implant procedure. During the procedure, it was noted that the stylet could not be advanced into the right ventricular (rv) lead. The lead was not used, and a new lead was implanted. The patient was recovering with no adverse consequences.